Event description:
It was reported that the touch screen is cracked on the bottom right side. Customer had high blood glucose levels (400 mg/dl).

Manufacturer narrative:
The device has been received for eval; however, the device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.